Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 21.3-21.5cm and 21.6-21.9cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.